Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the implanted neurostimulator (ins). The rep reported that the patient recently was on vacation where they slipped and fell backwards hitting their buttocks, back and head. The patient denies hitting their ins; however, the patient did suffer a t4 fracture. Patient has experienced new pain, connectivity and impedance checks were completed. Reprogramming around the 6 electrode was completed. Electrode 6 read not connected and impedance read 40,000. Patient had a loss of stimulation. Issue is ongoing. Cause of issue was described to be regarding the impedances.